Event description:
Patient had an ablation on (B)(6) 2019 and following the procedure had no signal or undersensing. No backup mode reported. Device was explanted (B)(6) 2019.

Manufacturer narrative:
Upon receipt, the device could be properly interrogated. The battery status ok was displayed. The battery was fully charged. The memory content of the device was inspected and no anomalies were observed. Further inspection of the device confirmed the clinical observation. Therefore the device was opened to inspect the inner assembly. The inspection revealed that a component of the electronic module had been damaged, leading to the clinical observation. The damage symptoms indicate that the device was presumably damaged by an external defibrillation. Additionally the manufacturing process of the device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. The final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.